Event description:
It was reported the subject device occurred blackout during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 - expiration date (should be in blank). D4 - expiration date null. D8, g4 - PMA/510(k) #. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device black out during activation due to a failure in the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.